Event description:
Event description guidant received information that two weeks following the device replacement procedure, this chronic atrial lead displayed intermittently high impedance measurements. The lead displayed threshold and sensing amplitude measurements that were within normal limits and it was noted that the patient did not require atrial pacing. Two weeks prior, all lead measurements were within normal limits on the pacing system analyzer, however, measurements were not tested with the device until this first follow-up visit. It was questioned whether an incomplete connection between the lead and header of the device or setscrew issue would explain the out of range impedance measurement.

Manufacturer narrative:
Guidant technical services (ts) agreed that a set screw or lead to header connection issue could result in the high atrial impedance measurements. Ts recommended calling the patient back and suggested several methods to attempt to confirm or rule out a possible connection issue. Later, the physician was to be notified. The lead remains implanted and programmed to unipolar configuration. If additional information becomes available, the event will be reopened. Additional information was received that this device was later explanted and returned for reliability analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific (formerly guidant) received information that two weeks following the device replacement procedure, this chronic atrial lead displayed intermittently high impedance measurements. The lead displayed threshold and sensing amplitude measurements that were within normal limits and it was noted that the patient did not require atrial pacing. At the replacement procedure two weeks prior, all lead measurements were within normal limits on the pacing system analyzer. However, measurements were not tested with the device until this first follow-up visit. It was questioned whether an incomplete connection between the lead and header of the device or setscrew issue would explain the out of range impedance measurement. Later, it was noted that the lead safety switch was triggered on this lead and that atrial tachycardia response episodes had been stored due to noisy signals.